Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine 10mg/ml for a total dose of 1.149mg/day and bupivacaine 4.2mg/ml for a total dose of 0.4828mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 a catheter access port (cap) dye study revealed transected catheter in the pump pocket with a tense collection of clear cerebrospinal fluid (csf). The patient noted loss of pain relief and swelling at the pump pocket site. The patient does not feel ill and had no signs or symptoms of infection. The device diagnosis was catheter break/cut. Interventions included other surgical intervention where the catheter was revised, spliced on (B)(6) 2017, and the catheter was not explanted/replaced as noted on earlier date. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was possibly related. The specific portion of the catheter was the lumbar/pump portion. The event date was (B)(6) 2017. No furth ER complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the catheter cut/break/transected catheter was not determined. The patient's weight was (B)(6). No further complications were reported/anticipated.